Event description:
It was reported by service report that the zoom motor is jammed and will not operate, the gatch is leaking fluid, the foot-end jack is leaking fluid, the i.v pole and o2 bottle holder brackets are bent, the gatch plastic handle is broken, the bolt for the zoom "u" bracket is broken, the foot right upright is broken, and the big wheel will not retract. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Eval by a stryker field service technician indicates the stretcher has taken a significant impact which caused the reported damage.